Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was explanted when it failed to control the patient's pain. The patient outcome was not noted. The indication for therapy was unknown. If additional information is received, a follow-up report will be sent.